Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was found at home unconscious and pronounced deceased upon medic arrival. The patients system controller was disconnected, and it was brought to office for evaluation in which it was seen there was a relative drop in flow at 8:56 and 9:56. Log file submitted captured routine events until (B)(6) 2021 16:41-16:56 low battery advisory alarm. On (B)(6) 2021 at 17:15 power cable alarm black power was disconnected. On (B)(6) 2021 at 17:18 -17:19 power cable alarms both black & white power lead was disconnected. On (B)(6) 2021 at 17:19, the driveline was disconnected. Flow on (B)(6) 2021 at 9:56 14:56 are ranging from 2.6-2.9lpm are within normal range. The patient expired (B)(6) 2021 with cause of death as not determined as family refused autopsy. It is unknown if the death was device related or not. The patient had a suspected thrombosis in past. The driveline disconnect was due to the police disconnecting after the patient was pronounced. The device will not be returned as family refused autopsy. No additional information provided.

Manufacturer narrative:
Suspected pump thrombosis is captured under MFR. Report # 2916596-2021-04409. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The submitted log file contained data from 16apr2021 to 22apr2021. The pump appeared to function as intended, operating above the low speed limit for the duration of the file, until the police reportedly unplugged the driveline. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.